Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislogement occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 20 mm taxus express2 drug eluting stent was advanced to the lesion but was unable to cross the lesion. Upon withdrawal the stent came off the balloon. The stent was removed from the body with a snare. The procedure was successfully completed with a driver stent of unknown size. No patient complications were reported. The patient's status is reported as `satisfactory/good'.